Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of noise picked up as vf was noted on remote monitoring. The patient did recall dizziness around that time. Further lead evaluation is recommended. The device remains in use. The patient condition is fine.